Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7097211. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 28051433. Product family: fixate suturing device, upn: m365fb201010, model: fb-2010-1, batch: 27975222.

Event description:
It was reported that following an implant procedure the patient was experiencing inadequate stimulation. It was also stated that the patients leads had migrated. The patient underwent a procedure wherein the leads were replaced and that the patient was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.